Event description:
It was reported that the patient received inappropriate therapy due to atrial fibrillation with rapid ventricular response. Medications were prescribed for atrial fibrillation. The patient was otherwise well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.